Event description:
Caller reported testing the customer on the finger with the freestyle meter and received a reading of 104 mg/dl. The customer would not wake up. The paramedics were called and approximately 40 minutes later, they received a reading of 20 mg/dl with their unknown brand meter. The customer was transported to the hosp where glucose was administered intravenously.